Event description:
It was reported by the customer, the evis exera ill colonovideoscope had defects on the distal end. No patient harm reported. During the evaluation of the device, it was noted foreign material was exiting from the channel due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign material was exiting from the channel due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The small light guide cover lens was cracked. The plastic distal end cover was burned, had a sharp edge (snag), and the insulation was out of standard. The bending section cover had a leak, was protruding, and porous. The bending section cover glue was cracked and chipped. The connecting tube had a dent. The scope cover was scratched. The painting was peeling off the air/water nut and suction cylinder nut. The angulation was less of the specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: normal reprocessing steps was not performed and reprocessing after leak test was insufficient due to leakage. Therefore, dirt may have adhered to inside of the biopsy channel. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.